Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump intermittently lost power. It was also alleged that moisture was visible behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/11/2014 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, moisture was observed behind the display lens. No damage was found to the battery compartment; however, the pump casing was cracked in the upper right corner. A leak test was performed and confirmed a leak at the crack in the casing. During testing, the pump powered on properly and the battery cap fully secured. A power loss was not observed. The pump was exercised for 24 hours with no power interruptions or call service alarms. The pump case was removed and further evidence of moisture ingress was found.